Manufacturer narrative:
In the initial medwatch form, swelling was reported. However, the patient did not report any swelling. The awareness date for this supplemental report is (B)(6) 2018, the date this complaint file was reviewed by a clinician for correct coding. (B)(4).

Manufacturer narrative:
At the time of this report, the device is still implanted. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent breast augmentation procedure on (B)(6) 2004 with mentor smooth round moderate profile 325cc saline breast prostheses and is experiencing bilateral tearing, and sore feeling in the underarm area that began about a year ago. The patient is planning on getting a 3d mammogram to see what the issue is. The patient has not scheduled a removal or replacement with experienced bilateral rupture of the implants.

Manufacturer narrative:
The device history record (DHR) of lot number 5543871 was reviewed on 3/20/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).